Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the disks of the fenestrated bipolar forceps instrument broke and fell to the floor as the customer extracted it from arm 2. The other disk appeared to be broken after processing. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disks #6 and #7 were found completely detached from the base of the housing. Hairline cracks were also found on grip input shafts. Broken instrument input disks are most commonly caused by improper cleaning/reprocessing techniques. Additional observation not reported by the customer: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips and near the grip-crimp location. Electrical continuity was performed and passed. No damage to the conductor wire was observed.